Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.50 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no kinks or issues with the shaft or hypotube of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.50 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on the first inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a non bsc device and different size successfully. No patient complications were reported in relation to this event.